Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/ pelvic floor. The healthcare provider (hcp) and patient reported that the patient programmer (pp) was not turning on, the patient replaced the aaa batteries and the pp turned on. The hcp reported that the right ins was turned on, and they turned it off for MRI. However, the left ins would not communicating, the patient learned in march through their managing hcp that it was no longer working. The MRI tech attempted to turn off the left ins with no communication to the ins after moving antenna in multiple position over the scar area. The MRI tech stated that they may reach out to doctor¿s office for confirmation of end-of-service (eos). No further complications were anticipated/reported.